Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. Received customer picture. No batch number was provided. Unfortunately, without basic information, a thorough investigation is not possible. This cause of the event cannot be determined due to insufficient information.

Event description:
The customer provided a photograph and reported the red blood cells leaked through the gel. The customer advised the tubes were centrifuged twice for better quality, but the tubes still presented as photographed. Based on the customer provided information, the tubes are inverted 8-10 times. Samples sit 40 minutes prior to centrifugation (minimum of 30 min, maximum of 45 min). Butterfly needles are seldom used, and the patient did not "pump their fist" during the drawn. Order of draw is being followed. Centrifuge is nine years old, up to date on maintenance (including annual speed and timing checks), and the brake is set at "2". Customer did not provide specific make/model of centrifuge, rcf, or centrifugation time.